Manufacturer narrative:
Legal claim was received on 29-jun-2016: she was implanted on or about (B)(6) 2008. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy to remove essure (fallopian tube occlusion insert). Additionally, she stated she developed lyme disease and had deep vein thrombosis in her leg. A legal claim was received upon follow up. Only hysterectomy is listed according to the reference safety information for essure. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer stated essure caused her a host of symptoms and side effects; she mentioned a few of them, such as lyme disease and deep vein thrombosis. Lyme disease is a multisystem illness caused by infection with a spirochete transmitted by ticks. Deep vein thrombosis occurrence is associated with age, obesity, positive familiar history, prolonged immobilization, smoking, dyslipoproteinemia among others. Both conditions are treated with medical therapy. Considering the pathophysiology of these events and given essure local action in fallopian tubes; causality with the suspect insert is considered very unlikely. A major inconsistence was found in consumer's report; since hysterectomy is not a treatment for the above mention conditions. Despite the lack of detail available, the absence of medical confirmation and report inconsistency to perform a comprehensive causality assesment; as consumer stated she had a hysterectomy to remove essure and since she mentioned other unspecified side effects; causality between this surgery and the suspect insert cannot be excluded. Therefore, this case was considered an incident (device removal was required). Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1136, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008 for birth control. Consumer had a hysterectomy to remove essure in the year of this report (2015). According to her, essure caused a host of symptoms and side effects. She went from being a healthy wife, mother and teacher, to a person who was constantly sick. She developed lyme disease, mono, arthritis, deep vein thrombosis in her leg, and debilitating fatigue just to name a few. -result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy to remove essure (fallopian tube occlusion insert). Additionally, she stated she developed lyme disease and had deep vein thrombosis in her leg. Only hysterectomy is listed according to the reference safety information for essure. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer stated essure caused her a host of symptoms and side effects; she mentioned a few of them, such as lyme disease and deep vein thrombosis. Lyme disease is a multisystem illness caused by infection with a spirochete transmitted by ticks. Deep vein thrombosis occurrence is associated with age, obesity, positive familiar history, prolonged immobilization, smoking, dyslipoproteinemia among others. Both conditions are treated with medical therapy. Considering the pathophysiology of these events and given essure local action in fallopian tubes; causality with the suspect insert is considered very unlikely. A major inconsistence was found in consumer's report; since hysterectomy is not a treatment for the above mention conditions. Despite the lack of detail available, the absence of medical confirmation and report inconsistency to perform a comprehensive causality assesment; as consumer stated she had a hysterectomy to remove essure and since she mentioned other unspecified side effects; causality between this surgery and the suspect insert cannot be excluded. Therefore, this case was considered an incident (device removal was required). Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.